Event description:
It was reported that the lead failed to capture. A x-ray showed the lead intact, and the physician decided to electrically abandon the lead. No patient complications were reported as a result of this event. The patient is enrolled in the system (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.